Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation, cesarean section, parity 1, multi gravida, uterine fibroids, abnormal uterine bleeding, smoker and surgery (cesarean x 1, omfs surgery, other incision with drainage of skin and subcutaneous tissue on (B)(6) 2014 at 38 years. Incision and drainage of abscess endometrial ablation (B)(6) 2012, hysteroscopy (B)(6) 2012. Hysteroscopy, surgical; with endometrial ablation (eg, endometrial resection, electrosurgical ablation, thermoablation) (B)(6) 2012. Opaque dye contrast hysterosalpingogram (B)(6) 2012. Catheterization and introduction of saline or contrast material for saline infusion sonohysterography (sis) or hysterosalpingography. (B)(6) 2012 other bilateral endoscopic destruction or occlusion of fallopian tubes (B)(6) 2012 hysteroscopy, surgical; with bilateral fallopian tube cannulation to induce occlusion by placement of permanent implants. (B)(6) 2012. Other dilation and curettage (B)(6) 2011. Hysteroscopy, surgical; with sampling (biopsy) of endometrium and/or polypectomy, with or without d & c). Previously administered products included: zyrtec-d, flonase [mometasone furoate] and triamcinolone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3983 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure device was left in place with 3 trailing coils noted inside the uterine cavity. The same procedure was then carried out on the opposite side with 1 trailing coil being noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: findings: scout view of the pelvis demonstrates degenerative changes of the sacroiliac joints with vacuum phenomenon. Filling defects noted in the uterine cavity are likely due to the known leiomyomata. Clinical correlation is recommended. There is no evidence of contrast flowing into the fallopian tubes or free intraperitoneal spillage bilaterally. Impression: successful tubal occlusion bilaterally [pathology test] on (B)(6) 2022: final pathologic diagnoses a, uterus, supracervical hysterectomy: - inactive endometrium - leiomyomata with hyalinization (largest 6.5 cm) ~ endocervix with squamous metaplasia - negative for malignancy b. Left fallopian tube, left salpingectomy: fallopian tube within normal limits c, right fallopian tube, right salpingectomy: - fallopian tubes with paratubal cyst d. Right ovary, right oophorectomy: - ovary with epithelial inclusion cyst specimen(s) a; uterus b: left tube c; right tube d: right ovary procedure supra cervical hysterectomy, bilateral salpingectomy, right oophorectomy pre-operative diagnosis abnormal uterine bleeding and fibroids gross description: essure coils were identified at both right and left cornu. The coils were 3 cm in length. The coils minimally involved the periphery of the myometrium and serosa. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Medical history & lab data added including pathology test. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On (B)(6)2022, (B)(4) days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 4002 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.